Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found that the tube was broken. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this infusion extension set tore off while in use. No adverse effects were reported.